Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, while advancing the thumb advancer, the sheath started to carve. Thumb advancement was continued and the clip was deployed, but the device was difficult to remove. In accordance with the instruction for use an attempt to remove the starclose se device by releasing the locking mechanism on the thumb advancer using the access ports was made; however, it was unsuccessful. The device was ultimately removed using counter-traction and an assertive pull. Hemostasis was achieved with the clip, but manual compression was applied for 3 minutes for oozing. After removal of the device, it was noticed that the sheath was carved and frayed. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.